Manufacturer narrative:
A device history review was performed and no non-conformances were detected related to the reported condition. It was documented in the initial medwatch that the date of manufacture was unknown. The correct date is mar 23, 2011. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device neuro tip and bearings were damaged, the identification was unreadable, the warning triangle was missing and the crani hanger was damaged. The device failed pre-tests for vibration, cone verification, loctite and cable assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.